Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using an ion stent delivery system (sds) during a procedure in an unspecified lesion, it was noted that the stent was deformed. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is okay. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).